Event description:
According to the reporter, during a laparoscopic gynecological surgery, upon endoscopic suturing the needle fell into the patient's cavity. The patient was x-rayed and checked over a two-hour period to find the needle that came off the device and noted that it was recovered after a significant time. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
D10 concomitant products: vloca008l, vloca008l v-loc 180 0 abs reload 20cm (lot#: n3a0269y), vloca008l, vloca008l v-loc 180 0 abs reload 20cm (lot#: n3a0269y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.